Event description:
Procedure type: lobectomy. According to the reporter: a component of this white introducer broke off during the case and fell into the pt's thoracic cavity. It was inadvertently stapled into the staple line of the pulmonary vein and thus resulted in serious pt injury. The case had to be altered to a full pneumonectomy, which was not originally planned. They had to alter the procedure to remove entire lung versus just the lobe of the lung. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).